Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas touchscreen became unresponsive and failed to display, with attempts to charge not restoring screen function; a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregivers and analysis of information they provided. Investigation of this case revealed a software problem related to the touchscreen component, consistent with a device interface control issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.